Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported lab result of 3.9 mmol/l and meter result of 11.0 mmol/l within 10 minutes. No adverse event alleged. Product cannot be returned due to custom and legal issues in russia.